Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button had a delayed response for one month. The patient stated that recently the delayed response had become worse when scrolling through the pump menu. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump inside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the "down" key to be intermittently unresponsive. The keypad was intact and removed for investigation: contamination noted under "contrast", "up" & "down" key contacts, and the "down" key contact was inverted. There was no evidence of scrolling.